Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device change out, this right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) exhibited out of range (oor) high shocking lead impedance (sli) greater than 125 ohms. A lead fracture was observed. This lead was then surgically abandoned and replaced and the device was replaced as well. The system is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation was not confirmed.